Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. On investigation, the alleged display issue was not duplicated. The pump powered up to the verify screen that was not dim. Auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, lines were observed running through the display screen. A defective display connector wire was found. A fully functional display was restored when the pump screen was replaced with a test screen. A torn bolus button cover was observed while the button was responsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.